Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).investigation summary : according to the information provided, it was reported that is the spirallead in the device broken, so they couldn't use it properly. No mor information available. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual inspection reveals that there are no anomalies or structural damage on the outside of the device. It was identified that both implants were not deployed and still attached in the needle. Biological residues were identified near the first implant. It could be observed that the needle is in good condition and is not deformed. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants is also in good shape, no structural anomalies could be found. To test its functionality, the red trigger was tested in the sample rubber strip and after actioned, the first implant was deployed without any difficult; and then when an audible ¿click¿ was heard, the trigger was actuated a second time and the second implant was deployed. A manufacturing record evaluation was performed for the finished device lot number:, and no nonconformances were identified. Since the result of the functionality test, we cannot confirm this complaint. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 99 devices that were released to distribution. The possible root cause for the experience reported by the customer could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. However, it cannot be conclusively affirmed. As per IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a knee arthroscopy with meniscal repair procedure on (B)(6) 2021, it was observed that the spiral lead on the truespan 12 degree plga device was broken. There were no adverse patient consequences reported. No additional information was provided.